Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The event occurred during preparation for use, prior to a colonoscopy procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the phenomenon is a defect in the output socket. A snowy image was identified rather than a black screen, along with the error code b30 being displayed mainly when connecting evis exera iii series endoscopes. This was due to the output socket which was considered inoperative and corroded. Therefore, b30 was generated due to the influence of corrosion inside the output connector. Replacement of defective parts were recommended. Other incoming inspection findings found and addressed were as follows: a xenon lamp found as a non-designed olympus lamp had been replaced (tprc), but no other non-olympus parts have been noted. Additionally, it has been found several impacts on the front panel. Olympus will continue to monitor field performance for this device.